Event description:
It was reported that the unit displayed an e-3 error message. It was further reported that the issue with the unit was discovered out of the box.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.